Event description:
During service, damaged batteries were found. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is available.